Event description:
Drill snapped inside patient with the drill tip unable to be retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.